Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/30/2015 with the following findings: investigators were unable to investigate the reported dim display issue; during testing, the pump powered on to a blank display. No damage was noted to the display. A test display screen was used and was noted to function properly, indicating a failed display flex. Unrelated to the original complaint, the battery compartment was cracked. In addition, the battery cap threads were stripped but able to maintain the electrical connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.